Event description:
The recipient is reportedly experiencing electrode extrusion and an infection. The recipient's issues began (B)(6) 2021. The recipient ceased device use. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. The recipient will remain a non-user. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was not reimplanted. The recipient has healed following explant surgery, and the infection and skin breakdown resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.